Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging that the subject meter (onetouch verioiq) read inaccurately high compared to another device (aviva nano). The reporter claimed obtaining blood glucose readings of 600mg/dl with the subject meter and 156mg/dl on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.